Event description:
It was reported that the patient's device was turning off without any apparent reason. It was verified that the magnet switch was disabled and the device should not have been depleted. There was a short circuit between electrodes 0 and 2 with impedance less than 50 ohms. Electrode 3 had high impedance with a value of greater than 4,000 ohms. Other lead combinations were ok but the pt no longer felt the stimulation. Eval of the ipg was pending. No further info was reported.